Event description:
It was reported that during a lap cholecystectomy procedure they tried to fire a clip during set up and it would not fire. They used a second new device to complete the case. No patient consequence was reported.

Manufacturer narrative:
Jaw/cam interface disengaged. Evaluation summary: the analysis results found that the el5ml device was returned the shaft damaged and with the jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.